Event description:
It was reported that during a vitrectomy procedure, the surgical system gave an error message. Pressing resolve and re-priming with a new pack did not solve the issue and it was decided to abort the surgery. General anesthetic was administered and incisions made. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
With regard to this event an eva pump module was returned for investigation. Investigation of the returned pump module revealed a defective vacuum sensor on the main board. Due to the defective sensor the actual vacuum could not be measured correctly and an error message was triggered by the eva surgical system on the screen. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Based on the investigation performed it was determined that this event is attributable to component failure of the vacuum sensor. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during a vitrectomy procedure, the surgical system gave an error message. Pressing resolve and re-priming with a new pack did not solve the issue and it was decided to abort the surgery. General anesthetic was administered and incisions made. No report that actual patient harm occurred.